Event description:
A customer in the united states notified biomerieux of a false negative result associated with bact/alert® ifa (reference 251062). The customer reported that the result is likely a false negative due to the color of the indicator and they tested the sample in a ifn bottle which flagged positive after three (3) days. The customer switched the bottle early on in incubation to another incubator. The customer is gram staining and sub culturing to verify if the result is a true positive. This is an industry customer and there is no patient associated with the event. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the instrument performed as expected by flagging the bottle positive and notifying the customer via the audible and visual alarm. However, the customer did not unload the positive bottle and perform a subculture and gram stain as the package insert instructs to perform in determining the microorganism that is present within the sample. The positive bottle result changed to negative to date due to the bottle being moved to the new cell location via the ctrl+f10 bottle relocation mode. The bottle finished testing and was determined final negative by the instrument as the growth phase was over, the graph was flat. If the customer has to relocate bottles using the ctrl+f10 command, it is recommended that all positives and negatives bottles be removed from the incubator to prevent the possibility of a false negative. Correction: initially reported as against the bact/alert® I fa (ref 251062) in initial report 3002769706-2018-00004 in error. A supplemental report was then submitted as against the bact/alert® 3d instrument (reference 210148). Being resubmitted as an initial report in response to an FDA request regarding missing initial medwatch reports. A supplemental report for 3002769706-2018-00004 has also been submitted as a correction.